Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer requested a new unit for their damaged unit as a replacement. Additional information stated that the clamshell with the sterile loop arrived open. It was discovered when a perfusionist opened the disposable to build the circuit. It was not used on a patient; thus there were no adverse effects.